Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR# 9616680-2011-00692.

Event description:
It was reported that, "surgeon performed a revision on (B)(6) 2011, noticed linear wear on liner and removed adm cup and liner."